Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Evaluation of attached photos was provided by a company representative: dilated pupil, pseudophakic eye, arcus senilis. Multiple opacified spots in different sizes ranging from single spots to clusters (presumably glistenings) within the implanted iol are visible as well as capsular remnant. It is difficult to determine which iol was implanted. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that approximately nine years following a cataract extraction with intraocular lens (iol) implant procedure, glistenings and sub-surface nano-glistenings were observed on the iol.